Event description:
A malfunction on the pump was reported by the caller. There was no reported impact on the customer¿s blood glucose level. The caller was provided with pump reset information by technical support and assisted in resetting the pump. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump while being instructed to call back if the issue recurred.